Event description:
The clinician reports the implant was inserted (B)(6) 2005 in ada 14. On 2024-03-25, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and abscess. No further patient complications were reported.